Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppet kit valve is not shifting, and the ty wraps tubing is leaking. No patient injury alleged, no additional information provided.